Event description:
The consumer stated the bottom portion of the crutch where the bolt goes through the wood allegedly broke, causing him to fall on the hip he had surgery on. User reportedly sought medical treatment.

Manufacturer narrative:
User went to get up from the couch and the lower crutch broke, user fell and was taken to the hospital. Past history with similar products indicates that user instability and sudden/improper device loading is the most likely cause of this incident. Product has not been returned for evaluation at this time so it is unk if a malfunction occurred or if other factors such as misuse or abuse contributed to this incident. MDR field as a conservative measure.